Event description:
On (B)(6) 2025, a peritoneal dialysis registered nurse [(pd)rn] reported to (B)(6) customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with back pain but no symptoms of infection. Peritoneal effluent fluid cultures obtained in the outpatient clinic on (B)(6) 2025 presented with staphylococcus simulans and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented 1037/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler. It was explained that the patient is around dogs and other animals while hunting and the infectious pathogen originated from this activity. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg (then to 2250 mg on (B)(6) 2025) for three weeks and ip ceftazidime at 2000 mg for two weeks. Follow-up effluent fluid cultures and wbc counts taken in the outpatient clinic showed no growth on (B)(6) 2025 with elevated wbc counts in the next three weeks of the treatment course; however, an effluent fluid culture obtained in the outpatient clinic on (B)(6) 2025 presented with staphylococcus simulans. The patient was hospitalized for this persisting infection on (B)(6) 2025. During this admission, the patient¿s pd catheter (not a (B)(6) product) was removed as he was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) products(s) or device(s). The patient recovered from this event as he continues hd therapy on an in-center basis with no plan to return to pd therapy. The catheter used by the patient is not a (B)(6)device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).